Event description:
It was reported that the customer was hospitalized due to a diabetes-related issue and that the insulin pump alarmed no delivery. The customer declined a serious injury or hospitalization event related to high blood glucose. The blood glucose reading was 219 mg/dl, and the customer was unable to troubleshoot at the time of the call. The customer's wife mentioned blood glucose readings of 252, 362 and 389 mg/dl. He stated that he did not feel well and was treating with manual injection. Upon inspection, it was found that the infusion set cannula was bent. The customer was advised to change the infusion set, reservoir and insulin as soon as possible. Troubleshooting could not be complete due to lack of tubing clamps, which they were advised would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.